Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa cannot be determined. Additionally, a cause for the reported positioning failure associated with leaflet grasping and capture also could not be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging throughout the procedure due to patient anatomy. Unspecified tissue injury (leaflet damage and chordal rupture) appears to be due to multiple grasping attempts. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging throughout the procedure. An ntw clip was inserted and placed on the mitral valve. While attempting to deploy, the clip opened while establishing final arm angle (efaa). The clip was reopened, and the leaflets were regrasped. Efaa was performed again, and the clip remained closed. However, upon further evaluation, there were concerns the posterior leaflet may have slid out of the clip a little. To optimize the posterior leaflet, the clip was opened, and the grippers were lifted. When doing so, the anterior leaflet fell out of the clip. Grasping was performed, but both leaflets were now unable to be grasped. It was noted after multiple grasping attempts, the leaflet integrity was getting worse and a chordal rupture had occurred. Therefore, the ntw clip was removed and replaced with an xtw clip. The xtw clip was inserted to treat mr and the new tissue damage. The clip was deployed without issues, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.